Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation. Provided x-ray images demonstrates a short stent inside patient. However, images clearly demonstrating the migration of the stent from the iliac vein to the heart have not been provided which leads to inconclusive result for stent migration. The vessel was not tortuous, the lesion was neither pre nor post dilated, and the user did not encounter deployment difficulty. Stent strut irregularity was not identified after deployment. The stent was placed in the renal vein which is an off label use. Based on the investigation of the provided information, the investigation is closed as inconclusive for stent migration. A definite root cause for the reported event could not be determined. The product was used off label. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. A stent size selection table is part of the instructions for use describing the relationship between vessel diameter and unconstrained stent inner diameter. Regarding pta the instructions for use state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended'. '(...) Stent migration, (...) Open surgical repair (...)' Were found mentioned under potential complications and adverse events. The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. H10: g3 h11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in renal vein via right groin access, the stent allegedly migrated to heart. It was further reported that the migrated stent was removed by open heart surgery. The current status of patient is unknown.

Event description:
It was reported that during a stent placement procedure in renal vein via right groin access, the stent allegedly migrated to heart. It was further reported that the migrated stent was removed by open heart surgery. The current status of patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images was provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.